Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was in the range of 55 mg/dl to 420 mg/dl. The customer also mentioned that the insulin pump had motor error alerts, crack on top left of the screen, scratches on screen and random no delivery alerts. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed inf set.